Event description:
Patient reported this cadd legacy pump sn (B)(4) alarmed for no disposable, clamp tubing, pump and tubing were attached correctly, kept alarming. Patient switched to back up pump. No ae due to pump malfunction. Both of patient's pumps are due for maintenance next month. Pharmacy sent two new pumps with return kit. No further information available at this time. Dose or amount: remodulin. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2016 to ongoing. Reason for use: pah.